Event description:
The complainant reported several unsuccessful cavity integrity assessment (cia) tests with two devices during an attempted novasure ablation procedure. A hysteroscopy was performed after each device was used and revealed no perforations. The doctor switched to a competitive ablation device and noted "water was leaking". Therefore, the physician suspected a perforation. No treatment was provided and the patient was discharged home. On (B)(6) 2011, the physician reported the patient was seen on follow-up and is "fine". A hysteroscopy, a "gentle" dilatation and curettage (d & c), and sounding with a metal sound (not a hologic device) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Add'l serial number: (B)(4). Device history record (DHR) review was conducted for the identified lot number and serial numbers of the disposable devices. No abnormalities were found related to the reported information. These devices passed final testing prior to release. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).